Event description:
It was reported that while in the ICU, a catheter was inserted via the right v femoralis. In 05, three days after insertion, catheter was "found split and broken." The catheter was removed quickly and medical/surgical intervention was required. No additional details were provided in the initial report but additional information is being pursued. No other patient complications or adverse sequelae reported.